Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg became inoperable on an unknown date. As result, the patient may undergo surgical intervention on a later date.